Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2016 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving lioresal (concentration and dose unknown) via an implantable pump. Indication for use was intractable spasticity.the date of the event was (B)(6) 2016. It was reported the patient had an injection but was later confirmed as an infection. The pump and catheter were removed on (B)(6) 2016 and discarded. The pump will not be replaced. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. It was unknown if any diagnostics/troubleshooting was performed. The issue was resolved. Patient status was alive - no injury.